Manufacturer narrative:
Phone number: (B)(6). If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(4). Device evaluation: the product testing could not be performed as it remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zct300 tecnis toric iol (intraocular lens) was implanted uneventfully, but today at the one-week postoperative visit, the iol had rotated 23 degrees off axis in the left eye. The surgeon attempted to re-position the iol at the slit-lamp but could not do so safely, so is returning the patient to theatre to do this. The eye and case had been unremarkable; axial length 23.7mm; no floppiness of the capsular bag; no vitreous left in the eye. Corrected vision at 1 week was 6/12+, 6/9 and n10 at ''a standard reading distance'' with no improvement in near acuity with a longer focal distance. The patient was experiencing some symptoms of aniseikonia (things looking ''as if they're going uphill'') but was otherwise reasonably happy with the level of corrected vision. The surgeon noted no unusual feature of the eye or surgery which could have caused the rotation of the iol; there was no postoperative "would" complication, for example; she does not consider that a capsular tension ring was or is currently justified for this case but would consider this next if the iol rotates again (after re-positioning today). The iol was well centered. The product will not be returned as it remains implanted. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.